Event description:
It was reported that the customer received a button error alarm on the insulin pump, after she tried to deliver a bolus and the numbers kept going. Her blood glucose level was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.